Event description:
It was reported that a patient underwent an atrial fibrillation (afib), paroxysmal ablation procedure with a vizigo and at the end of the procedure the sheath ruptured during extraction. During pulmonary vein isolation (pvi) procedure, a vizigo sheath was used to access the heart via left femoral puncture. Due to the patient's anatomy, twisting movements of the sheath were required. At the end of the procedure, the sheath ruptured during extraction. This rupture occurred just after partial removal of the sheath from the access site, resulting in no debris or material loss. No adverse patient consequence was reported. Additional information received indicated that the damage resulted in wires being exposed, but it was at the end of the procedure, and not inside the patient. Rupture was due to torsion. There were no lifted or sharp rings. There was resistance or difficulty during insertion due to previous surgery and not related to the same procedure. The issue was found approximately 80cm from the distal end of the catheter. The device was not pre-shaped.

Manufacturer narrative:
H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. Photo/video evaluation details: some pictures and videos were received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the videos provided by the customer, it was observed that there was difficulty in maneuvering the vizigo sheath inside the patient due to the anatomy of the patient. Also, in the photos provided by the customer, it was observed that the shaft of the vizigo sheath is broken/torn with internal components exposed. The condition in which the vizigo sheath was observed could be related to the interaction of the vizigo sheath and the patient's anatomy; however, this cannot be conclusively determined. A device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the videos and pictures received. The device has not been returned for analysis and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).